Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the fenestrated bipolar forceps instrument wire was noted to be sticking out of the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis also observed that the yaw pulley was missing a 0.157 x 0.051 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It was not clear how the piece of the yaw pulley broke. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .062 offset at the tips, indicating overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.